Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos and gpos batteries were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system had intermittent boot up problems. There is no report of death or serious injury associated with the event.